Event description:
It was reported that patient passed away.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient was hospitalized due to an infection. While treating the infection, they had a hemorrhagic stroke and passed away. Per physicians, the death was more an undirect consequence of the therapy. The device operated as expected.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2026-01118. Investigation findings will be reported under manufacturer report number 2916596-2026-01118. No further information was provided. The manufacturer is closing the file on this event.